Event description:
Procedure type: unk. According to the reporter: the needle detached from the device while being used intra-abdominally. Needle was still attached to the suture and retrieved without incident. A new device was used to continue on with the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). (B) (4).